Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
The pump was received with normal operating currents, and no unexpected off no power, low battery or failed battery test alarms were noted. No unexpected alarms were noted during testing. The pump passed the error and self tests. However, the pump had an alarm multiple times in the alarm history file, which were due to a corrupted history file. The pump also had minor scratches on the lcd window, and a cracked reservoir tube lip.